Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). Complaint conclusion: as reported by a healthcare professional, during a coil embolization, a 1mm x 3cm galaxy g3 mini coil was not able to fit in a lesion and it was removed from the patient¿s body. The coil seemed to be stretched to approximate 2 mm than the original condition. The procedure was completed. The customer states there is no additional information available. The device will not be returned for analysis and therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device l13881 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaints of ¿coil - positioning difficulty-coil herniation¿ and ¿coil- unraveled/stretched-during use¿ could not be confirmed. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter might have contributed to the events. The instructions for use (IFU) instructs on proper positioning of the microcoil system. The IFU also warns: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system¿. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization, a 1mm x 3cm galaxy g3 mini coil was not able to fit in a lesion and it was removed from the patient¿s body. The coil seemed to be stretched to approximate 2 mm than the original condition. The procedure was completed. The customer states there is no additional information available.

Manufacturer narrative:
(B)(4). Section b5: additional information received indicated that the device was inspected for damage prior to use and prepped per the instructions for use (IFU). No excessive force was applied to the device. The procedure was completed safely. The concomitant devices functioned as expected. Section e1: initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion updated with additional info: as reported by a healthcare professional, during a coil embolization, a 1mm x 3cm galaxy g3 mini coil was not able to fit in a lesion and it was removed from the patient¿s body. The coil seemed to be stretched to approximate 2 mm than the original condition. The procedure was completed. Additional information received indicated that the device was inspected for damage prior to use and prepped per the instructions for use (IFU). No excessive force was applied to the device. The procedure was completed safely. The concomitant devices functioned as expected. No additional information is available. The device will not be returned for analysis and therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaints of ¿coil - positioning difficulty-coil herniation¿ and ¿coil- unraveled/stretched-during use¿ could not be confirmed. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter might have contributed to the events. The instructions for use (IFU) instructs on proper positioning of the microcoil system. The IFU also warns: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system¿. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.